Manufacturer narrative:
Model number: 72400024, lot number: 831800009, model description: balloon fgs 61-70 cm. Model number: 72400098, lot number: 831788011, model description: control pump fgs.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted six years ago. A month ago the patient presented to the physician with recurring incontinence. An examination was performed and it was found there was fluid loss from the device. The balloon was found to be empty. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the device was explanted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid loss was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. The ams800 pressure regulating balloon was visually inspected. There was a leak in the balloon tube krt due to instrument damage. The balloon was not functionally tested due to the leak. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination. Model number: 72400024. Lot number: 831800009. Model description: balloon fgs 61-70 cm. Model number: 72400098. Lot number: 831788011. Model description: control pump fgs.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted six years ago. A month ago the patient presented to the physician with recurring incontinence. An examination was performed and it was found there was fluid loss from the device. The balloon was found to be empty. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the device was explanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was implanted six years ago. A month ago, the patient presented to the physician with recurring incontinence. An examination was performed and it was found there was fluid loss from the device. The balloon was found to be empty. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.